Event description:
The facility reported a fail code 812:02 found during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.